Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided one guide wire which was unraveled at the distal end. The core wire was separated adjacent to the distal weld. Microscopic examination revealed plastic deformation and necking in the area of the break. The intact portion of the wire met dimensional specifications and no pieces appeared to be missing. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use and warns not to use excessive force or withdraw against the needle bevel. Based on these circumstances, operational context caused or contributed to this event. No further action will be taken.

Event description:
It was reported that a triple-lumen central venous catheter was being inserted into the subclavian of a pt using ultra sound guidance. The introducer needle was inserted without issue but difficulty was encountered with the guide wire. The surgeon decided to remove it and the guide wire unraveled. As a result the catheter was immediately removed and a new one was inserted.

Manufacturer narrative:
(B)(4).